Event description:
An (B)(6) male pt underwent aaa and left common iliac artery aneurysm repair under general anesthesia on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair. Final angiography revealed endoleaks seemed like type iii from both side of junction part. Then angiography in the main body was performed after ballooning. It showed type iii endoleak from a pinhole (1820334-2011-00604) and type IV endoleak. The physician decided to take a wait-and see approach cine he thought the endoleaks would be resolved after heparin neutralization. (Act was not measured.) 5cc heparin was administered one hour before the procedure was completed. No adverse effect to the pt. Additional information was provided on (B)(6) 2011. The endoleak observed during the procedure was not both type iii and type IV. The physician was not able to determine which endoleak remained - type iii or type IV. Another manufacturer's stent was placed in the distal site of the left iliac leg to prevent occlusion.

Manufacturer narrative:
(B)(4) - additional surgical procedure is not listed in the instructions for use. Endoleaks are listed in the instructions for user. Event is still under investigation.